Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4) incomplete. The expiration date is currently unavailable.

Event description:
It was reported that the screw cracked during implantation and was removed. New screw was used instead. The procedure was completed by removing the screw after cracking and a new one was used. There are no known patient consequences.

Event description:
It was reported that the screw cracked during implantation and was removed. New screw was used instead. The procedure was completed by removing the screw after cracking and a new one was used. There are no known patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was discarded and is not available for physical evaluation. The reported complaint cannot be confirmed. A screw crack may potentially be due to off axis insertion, levering during insertion, hard bone quality, or using incorrect instrumentation for preparing the bone hole; however, the root cause of this specific device failure cannot be conclusively determined. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).